Manufacturer narrative:
Continuation of d10: product ID: 8781 lot#: hg72wju12; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 12-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (11.7 mg/ml at 5.38161 mg/day), morphine (15 mg/ml at 6.89949 mg/day), and fentanyl (2000 mcg/ml at 919.93262 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024 the patient reported not getting any pain relief from the pump. A catheter contrast study was performed on (B)(6) 2024 which showed the catheter tip had migrated from t7 to t9, so their system would require a surgical revision. They had an si joint injection on (B)(6) 2024. On (B)(6) 2024 the patient was interested in another increase so their sc fentanyl was increased by 100 mcg. On (B)(6) 2024 the patient stated the pump was working well; their morphine was increased by 0.2 mg. On (B)(6) 2024 the patient had 4/10 pain. On (B)(6) 2024 the patient did not want to make any changes to the pump. The clinical diagnosis was inadequate pain relief and the device diagnosis was catheter dislodgement. The etiology of the event indicated the relationship of the event to the device or therapy was a causal relationship and indicated the relationship of the event to the implant procedure was not related. The event was resolved without sequelae (B)(6) 2024.